Manufacturer narrative:
The reported event of the device¿s inability to find ap-vs values and real time sensing values was confirmed. Based on the information available, abbott engineering concluded that the 3 ap-vs markers were obtained, although the root cause for why the measurements were not taken could not be confirmed.

Event description:
It was reported that the patient presented for initial implant. After the implant procedure, the implantable cardioverter defibrillator was being programmed, but the device was showing incorrect measurements and had marker anomalies. Programming changes were attempted but failed to resolve the issue. The patient was stable and would be monitored.